Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that one of two mobi-c implants migrated anteriorly post-operatively. There are no plans for revision at the current time.

Event description:
It was reported that one of two mobi-c implants migrated anteriorly post-operatively. There are no plans for revision at the current time.

Manufacturer narrative:
Information was entered into h3 in error; there are no changes from the initial report. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: medical records were provided in the form of x-rays, which were used to confirm the device migrated. Potential cause the cause for the migration of the metal plate cannot be determined at this time since there is no information available regarding what type of stress caused the plate to migrate. DHR review the DHR was unable to be reviewed since the part and lot numbers are unknown. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.